Event description:
Report was received by medwatch. It was reported that the catheter was being used on a female patient for labor & delivery. Patient received epidural anesthesia for vaginal delivery. Experienced registered nurse was removing catheter without resistance and noted a portion of the distal catheter was retained in the epidural space. Neurosurgery consult called, CT confirmed retained portion in l2-l3. Patient was asymptomatic and opted for conservative treatment at this time; may require surgical removal if becomes symptomatic.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.